Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified right common iliac artery. A 8mm x 40mm non-bsc stent was inserted and placed. A 6.0 x 40/135 (4f) sterling balloon catheter was selected and advanced to treat the target lesion. Upon first inflation at 2 atm, it was noted that a balloon rupture occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that the balloon rupture occurred at 10 am not 2 am as previously reported.

Manufacturer narrative:
Age at time of event: 18 years old or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).